Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (connector damaged) was confirmed. Upon investigation the electrode belt trunk connector housing was broken. The locking nut was missing and the electrode belt was unable to lock into a test monitor. The root cause for the missing locking nut and trunk connector could not be positively identified but was likely excessive force. No adverse event resulted from the damaged electrode belt connector. The patient received a replacement electrode belt.

Event description:
A (B)(6) male patient called zoll customer support to report that the screw that locked his electrode belt into the monitor was broken. The patient was issued a replacement electrode belt.